Manufacturer narrative:
The ablation procedure was performed on (B)(6) 2016. Cardiofocus was notified of the adverse event on 19-dec-2016. There is no additional information for this adverse event. If information is provided in the future, a supplemental report will be issued.

Event description:
Pericardial effusion. Adverse event onset was during the procedure.